Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve did not fixate to the annulus. Subsequently, the valve was not implanted. No patient complications were reported as a result of this event.

Event description:
Additional information was received which confirmed that upon deployment to 80% at a depth of 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc), the valve continued to dislodge deep towards the ventricle to a depth of 10 mm on the ncc and lcc. A non-medtronic guidewire was used for the attempted implant and the deployment starting point was mid pigtail catheter. Subsequently, a non-medtronic valve was used to complete the procedure.

Manufacturer narrative:
Updated data: b3. B5. D4. E1. E2. E3. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.